Event description:
A venatech lp filter was implanted (B)(6)2008. The (B)(6) patient had an unrelated imaging study completed on (B)(6)2008 and the filter was observed to be properly deployed in ivc. On (B)(6)2008, the patient went to an emergency room and was determined to have had a pulmonary embolism. A CT scan showed the filter to be oriented across the intrahepatic cava with one filter strut extending into a hepatic vein. It is unknown if the patient underwent any interventions post-filter implantation.